Manufacturer narrative:
The insulin pump had unresponsive button due to corrosion on keypad trace. Unable to perform the error test to verify the error alarm due to keypad damage. No damage found on connector on interface board. The insulin pump received with crack at battery tube threads and scratched on display window.

Event description:
It was reported that the buttons does not respond. Customer monitored the time display; the minutes did not change. Advised the customer that the insulin pump will be replaced. Nothing further reported.